Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Result: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had likely developed an infection at his ipg site. It was reported the site was described as "hot and angry". The physician took the patient to surgery on (B)(6) 2013 and irrigated his ipg pocket with antibiotic lavage. Cultures allegedly were taken; however, the results are currently unknown. Follow-up indicated the physician believed the infection was responding to oral antibiotics and the lavage treatment. The patient's scs system remains implanted. No further information is available at this time.